Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker exhibited premature discharge of battery. The reported device was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, a device was returned for analysis. Final analysis revealed high current drain from the hybrid. The cause of the reported event was isolated to an anomalous integrated circuit causing high current drain. No other anomalies were identified.